Event description:
It was reported that while still in sterile box, the device was found in bvvi mode. The device was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of reset was confirmed in the laboratory. The device was returned in original packaging, in reset mode. Analysis showed the device was in ship-settings and that was sufficient to force bvvi.